Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 3.0x38mm promus element¿ plus stent was implanted in the rca and the physician advanced a 3.50x38mm promus element¿ plus stent. As they tried to pull the device back, a 3-5mm stent deformation occurred. The deformed stent was then post-dilated using an unknown balloon catheter and the procedure was completed. No patient complications were reported and the patient status was fine.